Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that during the tightening process, the screw slipped. The physician took out of the damaged screw and replaced another one.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.